Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, -5.50/5.5/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault and lens dislocation/subluxation was observed. On (B)(6) 2018 the surgeon repostion the lens, the repositioning did not resolve the problem. It was reported that the surgeon plans to exchange to a longer lens. As of the date of MDR reporting the lens remains implanted, no exchange till now. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: initial MDR states diopter is "-5.50/5.5/109 (sphere/cylinder/axis)"; correct lens diopter is "+5.5/5.5/109 (sphere/cylinder/axis)". (B)(4).